Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had broken output connectors and clips. It was also noted that both wires were pinched over half-way and had wires exposed, and five case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken plastic connectors and clips. The epg has been returned for repair. There was no patient involvement.